Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used catheter, connector and filter without packaging were returned for evaluation. The returned samples were visually evaluated per specification. It was verified that the returned catheter is the 2.0 version. The catheter and connecter were then pull tested per specification with failing results. A pull test was also performed with an unused catheter and the returned connector. This pull test also failed. Therefore this complaint is confirmed. For continued safe use of the perifix catheter connector a detailed step-by-step instructions of how to use the perifix catheter connector label and cloth/silk medical tape has been provided. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per medwatch number mw (B)(4).: patient had epidural for pain control in labor, clear clamp came undone from epidural catheter and patient became painful. Anesthesia notified and replaced clamp. No injury reported.